Event description:
Boston scientific received information that this right ventricular (rv) lead had sustained subclavian damage resulting in a fracture to the lead. There were no adverse patient effects reported. The lead was explanted and successfully replaced.

Event description:
--

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations of a fracture. Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual observation noted the lead severed 81 millimeter from the terminal pin with 2 segments returned, totalling in length to 730 mm. The lead was noted as severely twisted and stretched. Cuts and bunching were also found in the insulation. The lead did not pass the guidewire test due to the presence of blood/body fluid. Extracting stylet was returned stuck in the second segment of the lead. This was returned severed with the extraction stylet stuck in the lead. The lead is severely twisted and stretched. All of the damage appears to be from explant.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations of a fracture. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the lead severed 81 millimeter from the terminal pin with 2 segments returned, totalling in length to 730 mm. The lead was noted as severly twisted and stretched. Cuts and bunching were also found in the insulation. The lead did not pass the guidewire test due to the presence of blood/body fluid. Extracting stylet was returned stuck in the second segment of the lead. This was returned severed with the extraction stylet stuck in the lead. The lead is severly twisted and stretched. All of the damage appears to be from explant.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.